Event description:
It was reported that when using the bd pyxis¿ es refrigerator the fridge was having power failure. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the experienced the power failure. A field service found there was an environmental power supply failure due to a blown wall outlet fuse. The machine was temporarily plugged into a different outlet, restarted, and the customer successfully performed recovery and inventory. The unit was briefly relocated as the issue was environmental and unrelated to the equipment. Customer identified the root cause, and hospital maintenance rewired and replaced electrical components to resolve the issue. After relocation back to its original position, the unit was verified to be fully operational. A general inspection and wipe-down were also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the fridge was having power failure. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.